Event description:
It was reported to nuvectra that the patient experienced a tumor on the pituitary gland. During permanent implant, the patient received good coverage and pain relief with the stimulator and leads. Subsequently, the stimulator and leads were explanted to perform a MRI due to no indication. The patient is doing well.